Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported via facility medwatch# (B)(4) that stent dislodgement occurred. The target lesion was located in the ramus intermedius artery. After a 190 cm non-bsc guide wire crossed the lesion, pre-dilation was performed with a 2.0x15mm non-bsc balloon catheter at 14 atmospheres, a 3.0x38mm synergy drug-eluting stent was advanced and deployed proximally since it would not deliver distally. A 3.0x16mm synergy drug-eluting stent was then advanced but failed to cross distally. During removal across the first stent, the 3.0x16mm synergy drug-eluting stent got stripped off the delivery system. Inflation was done with the balloon inside the stripped stent at 16 atmospheres and it was deployed inside the first stent and the procedure was completed. No further patient complications were reported.